Manufacturer narrative:
The device history records for the femoral, tibial patellar, and articular surface components were reviewed and no deviations or anomalies were identified. No compatibility issues were found. These devices are used for treatment. No other complaint was identified for the part/lot combination of any of the femoral, tibial, patellar, or articular surface components. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It has been reported that following a total knee arthroplasty the patient is experiencing pain and loosening.